Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that a clot was discovered in the patients right atrium via tee imaging after swan ganz insertion. Heparin was not being used in flushing the swan ganz catheter as it would interfere with act sampling and pose a risk of bleeding in a post open heart surgery patient. It is unknown what treatment the patient received for this blood clot. The device is not available for evaluation. No patient complications were reported.